Event description:
Replacement of abutment screws due to fractured component. No clinical signs were reported. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
Replacement of abutment screws due to fractured component. No clinical signs were reported. The procedure took place on (B)(6) 2024.